Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placing the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the patient for about a day the hub fell off. Another device was opened and the patient had to be placed under general anesthesia again for placement. There was no harm to the patient. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a visual examination of the returned opened and used device, along with a review of the instructions for use (IFU), complaint history, device history record, trends, quality control, drawings and manufacturing instructions was conducted during the investigation. The visual examination of the returned product noted that the catheter hub was separated from the shaft. The shaft has been cut and an adapter with a 3 way valve was attached to the proximal end of the mac-loc hub. An examination of the flare noted a crease around the edge where it had been trapped in the threads of the cap. Also the top edge of the flare was uneven around the circumference of the flare. Per quality control specification, qc personnel confirm the proximal fittings have been glued, securing the suture and that the suture is secure between the cap and mac-loc. It is also confirmed that the flare is not be folded over opening in fittings. In addition, there is a confirmation that the catheter shaft and, if specified, reinforcement sleeve is secured in proximal fittings. The provided instructions for use (IFU) provides instructions for insertion and removal as well as applicable warnings and precautions. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
After placing the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the patient for about a day the hub fell off. Another device was opened and the patient had to be placed under general anesthesia again for placement. There was no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.